Manufacturer narrative:
Troubleshooting of the AED with the customer identified that once the new battery was installed and a manual self test run the AED was functioning as designed and could stay in service. Troubleshooting of the AED with the customer did not identify a cause for the depleted battery pack. As a follow up with the customer, the proper maintenance of this device was reviewed. Although requested, the log files from the device have not been provided and the cause of the complaint is not known.

Event description:
A customer reported that their AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. The customer did not report this occurring during patient use.